Event description:
Caller reported cgm error 42, which involved the g7 sensor. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information, and the caller planned to reset the pump and follow up if the issue persisted.